Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) earlier than expected due to longer than expected charge times during middle-of-life. The patient is terminally ill and does not want to undergo surgical intervention. As such the tachy therapy was programmed off and device remains implanted. A copy of the device's memory was preserved and submitted for analysis. Boston scientific engineers determined that this device should support pacing therapy for more than 1-2 years for this dependent patient. No adverse patient effects were reported. New information received indicates that the device was explanted and returned for analysis.